Event description:
The facility representative reported that the pump needs new batteries. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient injury or medical intervention associated with the issue. No additional information is known.

Manufacturer narrative:
Evaluation summary: the customer reported condition was confirmed during service. Inspection of the device found that the main batteries were depleted and potentially damaged. The main batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.